Manufacturer narrative:
Concomitant products: hyperform balloon catheter, excelsior sl10 microcatheter, and a transend 14 guidewire. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device and devices involved in the event, the event could not be confirmed, additionally the DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure, an envoy catheter (670-256-00/15968107) was navigated into the internal carotid artery and an unspecified hyperform balloon catheter (covidien (B)(4), 4mm x 7mm) was delivered peripheral to the target aneurysm through the envoy. Then, while advancing an unspecified excelsior sl10 microcatheter (stryker, type 90 degrees angle) over an transend 14 guidewire (stryker), severe resistance was noted within the envoy catheter. The report did not indicate when and where exactly the resistance occurred. Therefore, all the system including the envoy, balloon catheter, microcatheter and guidewire were safely removed as a unit from the patient. The physician decided to discontinue the procedure. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.